Manufacturer narrative:
The device remains implanted. The lot number was not provided, therefore, the device history record could not be reviewed. The instructions for use which accompanies each device states in the adverse event section: "complications associated with the proper implantation of the sling may include, but are not limited to: postoperative hematoma, seroma, abscess, fistula formation or scarring which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage, and transitory irritation at the operative wound site, which may elicit a foreign body response that leads to wound dehiscence, inflammation and/or infection. Extrusion through the vaginal epithelium or erosion into surrounding viscera and/or mucosa. Inflammation, sensitization, pain, dyspareunia, scarification, contraction, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).

Event description:
It was reported by the pt via a medwatch form that as a result of having the product implanted she has experienced erosion and pain.